Event description:
Lad 50% segmental proximal and 80% mid portion stenosis. Pt given diphenhydramine, hydrocortisone and ranitidine IV for history of allergic reaction to contrast agent before angiogram. Placed a taxus 3.0 x 24 in the mid lad deployed at 14 atm. Placed taxus 3.50 x 16 mm stent proximal to the initial stent, overlapping its proximal end and deployed at 18 atm. Given heparin, nitroglycerin, abciximab during the procedure. Acute evolving anteroseptal mi complicating proximal lad artery stent deployment balloon failure to deflate. Sent for emergent CABG surgery. The pt recovered from the recent anterior myocardial infarction and salvage myocardial revascularization. Transferred to transitional care unit for further physical therapy prior to returning home. Discharged on plavix, halfprin, lanoxin, toprol xl, protonix, crestor, aldactone, and darvocet.

Event description:
During a coronary drug eluting stenting treatment procedure, deflation issues occurred. The lesion being treated was located in the left anterior descending (lad) artery. The vessel was not pre-dilated. The physician placed a taxus express2 8.8% stent in the mid lad without problems. He then placed a taxus 3.50 x 16 mm stent in the proximal lad. The physician positioned the stent and went to deploy it. He inflated initially to a nominal atm. The edges of the balloon, outside the stent, filled with contrast. He slowly increased the pressure and at 14 atms the stent started to expand. It did not look fully deployed so they went up to 18 atms for 20-25 seconds. He dialed down, went negative and the balloon would not deflate. He turned the stopcock off to release air out of the inflator. The physician pulled another negative. He used a 10 cc syringe to try to burst the balloon. He pulled negative again. The pt was complaining of pain and their heart rate was slowing. The physician could not get the balloon to deflate. He tried adding more saline to the contrast which was 40-60 initially. He tried again to burst the balloon and possibly broke the hypotube. The tech tried cutting the hypotube 6 inches from the port to drain the contrast out. The physician then rushed the pt to surgery and they successfully removed the balloon. The pt was recovering in ICU and was awake and talking.